Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin, red cell hang-up, and hemolysis with the incident lot was observed. Additionally, retention samples of the incident lot were evaluated in a clinical study. All analytes demonstrated clinically acceptable performance for all visual observations evaluated. In addition, results for cell sensitive analytes demonstrated clinical equivalence and hemolysis index showed no statistically significant difference between the evaluation and control tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of fibrin and red cell hang-up through corrective and preventive actions, CAPA#1654520. H3 other text : see h.10.

Event description:
It was reported that during use with a bd tube sst plh 13x100 5.0 plbl gold br additive is missing and hemolysis and red cell hang up occurred. This occurred with with 6 samples however, the patient impact was not reported. The following information was provided by the initial reporter: the customer associates that when the temperature is low, the tube presents issues with blood adherence (fibrin) in its wall. The rep ministered a training which it was aligned technical matters and it was used the tube of this batch, that did not present any alteration (the temperature was not low in that date). Then the rep talked with the customer, that refers that two days ago when the tube presented the issue once again, it was cold in the region; however, the temperature has increased already and they used the tubes again and it has not presented issues.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd tube sst plh 13x100 5.0 plbl gold br additive is missing and hemolysis and red cell hang up occurred. This occurred with with 6 samples however, the patient impact was not reported. The following information was provided by the initial reporter: the customer associates that when the temperature is low, the tube presents issues with blood adherence (fibrin) in its wall. The rep ministered a training which it was aligned technical matters and it was used the tube of this batch, that did not present any alteration (the temperature was not low in that date). Then the rep talked with the customer, that refers that two days ago when the tube presented the issue once again, it was cold in the region; however, the temperature has increased already and they used the tubes again and it has not presented issues.